Event description:
A peritoneal dialysis pt's husband has reported that there is a fluid leak in the pin area of the pt line. He states a pin looked bent at a 90 degree angle. He attempted to use it by attaching it to pt line as securely as possible but the connection leaked as soon as the first fill began. He states that there is no ill effects or antibiotics taken. Effluent has remained clear. Sample is available for eval.